Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07247. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007. The patient experienced severe pain in lower back, increasing vaginal and pelvic pain, pain during urination and urinary retention. The patient was told the sling was causing her problems and the doctor removed part of the sling in 2010. Initially, the patient experienced some relief, but the symptoms returned and worsened. The patient had extreme vaginal, pelvic and lower back pain. She went back to the physician and was told her sling had eroded. The patient reported, the mesh was explanted on (B)(6) 2012. Following this surgery, the patient had some relief but the pain returned. The patient has experienced infections since 2012 procedure. The patient had pelvic floor therapy to try and relieve the pain. The patient continued to have pain and incontinence. The patient reported that her vagina is a mass of painful scar tissue and is unable to have sex. The patient had pain in her rectum. The patient also reported that a rectocle has recently recurred.